Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the carotid wallstent device confirmed that the events of catheter froze on wire and catheter difficult to advance are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to patient condition based on there being no reported device interaction/damage or issue until attempting to withdraw the delivery system from the 90% stenosed lesion site. As device kinking occurs when advancing a device, it is most probable that the filterwire got kinked the user attempted to cross the device over the 90% stenosed lesion. The filterwire kink would not have affected deployment of the stent but most probably contributed to the difficulty removing the delivery system from the patient.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly to moderately calcified internal carotid artery. An 8.0-21 carotid wallstent self-expanding stent and filterwire ez were selected for use. The setup and opening were performed per the instructions for use (IFU). During the procedure, the stent was delivered together with the filterwire. However, after the stent was placed, resistance was felt and the delivery system became stuck with the guidewire and could not be removed. Both devices were successfully retrieved and retracted together into the guide sheath. The entire system was then removed, and the procedure was completed with this stent. Upon inspection, it was noted that the proximal side of the filterwire was kinked as it was pulled with strong force. There were no patient complications as a result of this event.